Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Head function will get stuck halfway in the down direction. When additional force is applied, there is a jolt and the head section will drop down to a flat position.